Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a warning por (power on reset) message. It was reviewed therapy has stopped due to por. It was indicated that the patient was attempting to access the MRI mode when the screen was seen. The patient noted they hadn¿t had it on, which they clarified meant they had not used their programmer as they have not had to depend on it. It was indicated that a fall could be related to the issue. The patient clarified that it wasn¿t really a fall, but a chair broke from under them. It was reviewed that the por code could not be cleared as it was a warning por and they were redirected to their healthcare provider (hcp) to have their device interrogated. No symptoms were reported. It was reported that the patient¿s fall occurred between (B)(6) 2018 and the por was seen in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-jun-08 from the health care provider (hcp) reporting that the issue was due to improper recharging. The issue was resolved. No further complications were reported.